Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent with end-stage renal disease underwent placement of a gore® acuseal vascular graft (acuseal graft) as an arteriovenous graft (avg) for dialysis access creation from the left brachial artery to left basilic vein. On (B)(6) 2025, a vascular access interventional therapy (vaivt) was performed under echography to treat an occlusion of the acuseal graft. Under echography, delamination-like findings were observed near the inflow tract and in the midportion of the acuseal graft. The delamination-like area occluded. On (B)(6) 2025, a graft replacement was performed using a gore® propaten® vascular graft as an upper arm loop. The acuseal graft was replaced with a propaten graft in an end-to-end anastomosis, leaving a few centimeters from the inflow anastomosis and the overlap with the previously placed stent device. Since then, patency within the graft has been maintained, and regular follow-up is performed approximately every three months.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.